Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.

Event description:
Upon pertest of 2 pcs-17 probes for case, both failed pretest with shaft frosting all the way to handle. Opened 2 more pcs-17 probes and those failed on pretest cycle as well with shaft frosting to handle.